Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test due to faulty force sensor resistor. The device had cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of compromised force sensor system alarm on the customer's insulin pump. The mother states they cannot get out of the rewind loop because of the alarm. The customer's blood glucose level was 118mg/dl. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.